Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Replaced detector panel and cp. No noticeable artifact observed after replacement of components. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The detector panel and cp2 was returned to the manufacturer for analysis. Could not confirm reported problem "ring artifact unable to correct". Detector panel and cp2 was installed in the imaging system 194 and ran without any issues for two weeks. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Although the part was returned and could not be duplicated, the replacement was reported to have resolved the issue. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported a ring artifact could be seen after a post-op non-navigated imaging system spin in a procedure. This caused no delay in surgery and no clinical impact on patient outcomes as the anatomy was still discernible.